Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon pressure does not raise. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole in an unknown anatomy location. See block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation finding of balloon pinhole. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone: (B)(6). Email: (B)(6). Fax: (B)(6). Block h11: the returned cre pro gi wireguided dase dilatation balloon device was analyzed, and a visual inspection found no damages. A functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon located approximately at 80 mm from the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon located approximately at 80 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.